Event description:
The patient underwent an insertion of a dual chamber pacemaker on the left subclavian chest area. A 7 french split sheath with valve and sideport was used for the atrial lead. Upon removal of the sheath, it did not split properly and the sheath tore apart approximately one inch from the hub. The physician was forced to cut the sheath lengthwise with iris scissors.